Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor reading was 56 mg/dl when the blood glucose reading was 93 mg/dl. The customer had treated based off the sensor reading and woke up with a high blood glucose 600 mg/dl. The customer was advised on proper calibration.